Manufacturer narrative:
Customer stated that the unit was vibrating and also the power harness burned. Customer replaced the cable and made adjustment. There were no visible flames or smoke, however,, there was evidence of charred material. Fire dept was not called and no one was injured.

Event description:
Customer reported the unit vibrating, the tubes were hitting the bottom, and the power harness burnt.